Event description:
It was reported that the customer, "had a patient event with a change in concentration of a pca syringe ¿ yet the ¿new¿/changed syringe maintained the former concentration." The customer later clarified the following information: the event occurred sometime in summer 2025 on an evening shift where the patient experienced a temporary over sedation of hydromorphone using a patient controlled analgesia pump module. The patient was originally on hydromorphone 1mg/ml, and the concentration changed to 10mg/ml but the nurse did not change the pump to the new concentration. The pump module was programmed manually. The customer also mentioned that the over sedation was temporary, and resolved.

Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.